Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid scope's lens had a crack in it. The issue occurred during set and inspection before patient in room. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken lens of optical fiber system. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: broken lens of optical fiber system should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for use, and the intended procedure was completed with a similar device.